Event description:
It was reported by service report that the head-end lift motor was not working, and minimum height was not attainable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioned cpu board.